Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21052. It was reported the pt is not receiving effective stimulation. A sjm rep attempted reprogramming, however, the pt is requesting to have her scs system removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.